Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure (batch no. 623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's medical history included chronic headaches. Concomitant products included cyanocobalamin, ibuprofen since 2010, intrauterine contraceptive device (iud nos) from (B)(6) 2016, naratriptan since (B)(6) , progesterone from (B)(6) to (B)(6) , topiramate (topamax) from (B)(6) 2017, topiramate (trokendi xr) from (B)(6) to (B)(6) and topiramate since (B)(6) on (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 3 years 6 months after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), mood altered ("hormonal changes describe: moody"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and acne ("rash or skin conditions: acne"). On (B)(6) -2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced gastrointestinal bacterial overgrowth ("gastrointestinal or digestive system condition type: sibo."). On an unknown date, the patient experienced menstruation irregular ("irregular cycles") and pain ("general pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the mood altered, menstruation irregular, migraine, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, gastrointestinal bacterial overgrowth, acne and pain outcome was unknown. The reporter considered acne, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal bacterial overgrowth, menorrhagia, menstruation irregular, migraine, mood altered, pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2009: 1. Right uterine tube remains patent. Left is occluded. 2. Essure micro-inserts are in the expected locations in the uterine tubes bilaterally.; on (B)(6) 2009: no change. The right fallopian tube remains patent.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) : quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure (batch no. 623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's medical history included headache. Concomitant products included cyanocobalamin, ibuprofen since 2010, intrauterine contraceptive device (iud nos) from (B)(6) 2016 to (B)(6) 2016, naratriptan since (B)(6) 2017, progesterone from (B)(6) 2016 to (B)(6) 2016, topiramate (topamax) from (B)(6) 2015 to (B)(6) 2017, topiramate (trokendi xr) from (B)(6) 2016 to (B)(6) 2017 and topiramate since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 3 years 6 months after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), mood altered ("hormonal changes describe: moody"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and acne ("rash or skin conditions: acne"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced gastrointestinal bacterial overgrowth ("gastrointestinal or digestive system condition type: sibo."). On an unknown date, the patient experienced menstruation irregular ("irregular cycles") and pain ("general pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the mood altered, menstruation irregular, migraine, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, gastrointestinal bacterial overgrowth, acne and pain outcome was unknown. The reporter considered acne, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal bacterial overgrowth, menorrhagia, menstruation irregular, migraine, mood altered, pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: 1. Right uterine tube remains patent. Left is occluded. 2. Essure micro-inserts are in the expected locations in the uterine tubes bilaterally.; on (B)(6) 2009: no change. The right fallopian tube remains patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received: lot number was added, case become incident, previously reported event injury to herself was deleted, newly added events- mood altered, irregular menstrual cycle, vaginal hemorrhage, menorrhagia, migraine, menstrual cramp, painful intercourse, fatigue, vaginal discharge, small intestinal bacterial overgrowth, acne, general body pain, device ineffective, essure removal date was added and insertion date were updated, reporter was added, consumer height, weight and race was added, lab data was added, medical history and concomitant drug was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.